Manufacturer narrative:
The carefusion failure analysis laboratory performed an evaluation on the suspect component and was unable to duplicate the customer's reported issue with the turbine. During testing, the turbine operated appropriately with no alarm or error conditions. Internal visual inspection found that the turbine assembly was dirty and contaminated with a dry white residue consistent with corrosion. The likely cause of the contamination is exposure to water inside of the turbine. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized third party service center ((B)(4)). (B)(4) replaced the turbine to correct the reported issue from the customer. The failed component was sent to carefusion for failure analysis. Once results become available, a follow up medwatch will be submitted.

Event description:
It was reported by the customer to our authorized service center that the turbine on the ventilator is not rotating. The customer also reported that there was no patient involvement associated with this complaint.